Event description:
The customer obtained a high troponin ultra (tni-ultra) quality control (qc) result for cardiac level 1 on one reagent pack (readypack) of lot 075. The qc was repeated and the result was high. The qc was repeated with a fresh readypack of lot 075 and the result was acceptable. The readypack was suspected. The suspected readypack was tested on the other two advia centaur xp systems and the qc results were high. One patient sample was tested on the suspected readypack and the result was high. The patient sample was repeated 20 minutes later on the same advia centaur xp and the result was high. The patient sample was rerun on the second advia centaur xp and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the high qc results and the discordant patient sample troponin ultra result may be attributed to a bad readypack. The readypack appeared normal without clumps or settling. The readypack was discarded and therefore, in-house investigation can not be performed. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."